Event description:
The customer reported that the system's subtraction mode would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation, and was unable to duplicate the reported problem. The system was tested and found to be working as intended and put back into service.